Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial artery. During deployment of an unspecified super self-expanding stent system (sess) the thumbslide became stuck after 80% of the stent had been deployed. An attempt to remove the stent was made; however, the stent remained at the aortic bifurcation and additional intervention was required. Additionally, there was a three-hour delay. The patient was observed in the intensive care unit for safety reason. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. The investigation was unable to determine a cause for the reported deployment difficulties. It is possible that the distal sheath of the delivery system was bent in the anatomy preventing the ratchet from properly engaging the stent resulting in difficulty advancing the thumbslide and partial deployment; however, this could not be confirmed. The additional treatment to remove the stent, delay in procedure and prolonged hospitalization were due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na